Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin.net transmissions with far field r wave been sense on the atrial channel, noted on a stored egm. Programming changes were discussed. No patient condition was reported.